Event description:
The customer reported that the device experienced an error 90008. There is no indication of pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.